Event description:
It was reported that the screen to a physician's dell x5 handheld device would repeatedly freeze on the "interrogation successful" screen and he wanted it replaced as he no longer wanted to perform hard resets to troubleshoot past the issue. A replacement handheld has been sent to the physician and good faith attempts to obtain the handheld and flashcard in question returned to the MFR for analysis have been unsuccessful to date.